Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ventilator assisted ventilation, the device had an air leak. The customer stated that after the airbag was pulled out, a small tip of the needle was broken and the pipe was still dirty after repeated washing and discarded. The device replaced and it was reported that treatment was delayed.